Manufacturer narrative:
(B)(4). Date sent: 11/9/2023 d4: batch # 499c52 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with the anvil, closing and firing trigger in closed position no apparent damaged and with 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. During the mechanical testing it was noted that the firing mechanism on the devices was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as on what caused the firing mechanism to fail. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 499c52, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during the laparoscopic appendectomy procedure that the surgeon fired the device with a blue reload and the stapler articulated across the base of the appendix. After closing and squeezing the firing handle successfully, he was not able to release the device from the tissue. They tried pushing the release button and prying the handles apart but it still wouldn t open. They then put a clamp on the base of the appendix below the stapler on the patient side, cut with scissors, and used an endoloop to close the appendiceal stump. The case was completed successfully with no patient consequence.